Event description:
Tube broke off when technician was reinserting tube stopper and was cut on the finger. The pt is human immunodeficiency virus positive. Source and technician were tested for hepatitis b and c, human immunodeficiency virus and rapid plasma reagin. Technician rec'd the human immunodeficiency virus cocktail. Product was rec'd from allegiance (distributor) in individual shelf packs. B-d sells product or distributes product by the case. A review of the co's database indicated no other incidents were reported on this production lot.